Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Concomitant products: 010000740, g7 neutral arcomxl lnr 36mm e, 3373871; 110017103 g7 finned 3 hole shell 52e 3899638. Complaint sample was evaluated and the reported event was confirmed. Visual inspection found damage to multiple areas of the liner. The rim is lightly scratched. The barb has been roughened in 1 location and scraped to the point that a thread of poly protrudes from the liner. One scallop appears to be sliced or cracked while another scallop has been deformed. No dimensional analysis will be performed due to its impaction and resulting damage. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 010000740, g7 neutral arcomxl lnr 36 mm e, 2372871. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10022. Remains implanted.

Event description:
It was reported that during the initial left hip procedure the liner would not fit with the shell. There were no patient consequences. Attempts have been made and additional information on the reported event is unavailable.